Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that with three devices, the burette could not be moved up or down. The burette was stuck in the same position that it was in when it was removed from the sterile bag. The reporter stated that having to change a device whilst in use represents an increased risk of infection.